Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was assessed for suspected lvad thrombosis. No additional information was provided.

Manufacturer narrative:
The report of possible thrombus could not be confirmed through this evaluation. Analysis of the system controller log file provided by the account confirmed transient elevations in pump power and flow. However, a specific cause for this finding could not conclusively be determined through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The patient remains ongoing on lvas support.

Event description:
It was reported on (B)(6) 2018 that the patient had occasional pain around the driveline site. Additional labs were ordered to evaluate for possible thrombus. The patient¿s clips and batteries were cleaned and had no signs of malformation. On (B)(6) 2018, it was stated that the pain around the driveline site seemed to be related to a superimposing ventral hernia. The patient was referred to general surgery to determine the best approach to resolve the issue. Cultures were collected for any indication of an infection and the results were found negative. In addition, an abdominal CT was conducted. The patient seemed to have cholelithiasis, bilateral renal cysts and a stable interstitial lung disease in the lung bases. In addition, the visualized portions of the left ventricular assist system (lvas) had a stable appearance without surrounding fluid collection. It was also noted that the patient had a lactate dehydrogenase (ldh) of 288 with a baseline ranging between 210 and 270. The patient is currently waiting for a hernia repair.